Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. A root cause could not be identified. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation found the air/water cylinder and the air/water tube of the colonovideoscope had foreign objects. There were no reports of patient involvement.